Event description:
The customer reported that the insulation tore and the staff manually removed the piece from the device. Nothing fell into the patient cavity. Another device of the same type was opened and used to complete the sleeve gastrectomy case. There was no patient injury.

Manufacturer narrative:
(B)(4). One used lf5544 was received for evaluation. The returned sample met specification as received by covidien. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. Visual inspection found no defects. The reported condition was not confirmed. The investigation found the clear insulation was intact. No pieces were missing and the insulation was not damaged. The sample passed hipot testing. Manufacturing non-conformance review could not be preformed since the lot number is unknown.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.